Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there was a downstream occlusion sensor issue. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a downstream occlusion error immediately after starting, despite attempts to resolve by using different cassettes. During physical inspection, it was found that there was a downstream occlusion sensor issue. There was no patient involvement, no injury was reported.